Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels over 600mg/dl since being diagnosed with diabetes. Reportedly, the elevated bg levels are due to consuming carbohydrates and being in the denial stage of diabetes. Supply changes were performed and correction boluses were delivered to address the bg levels. During a follow-up, it was reported pump adjustments were made to address the bg levels.